Event description:
The customer reports that when the vein was canalized, the guide kinked/twisted due to patient with multiple previous canalization. The hospital did not have an additional cvc kit at that time, instead the guide of an arterial kit was used. When the guide was removed, it was unraveled, (unwired) and a piece of guide remained on the subcutaneous tissue and as consequence, a surgery intervention was necessary. It is reported that the patient is feeling better.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when the vein was canalized, the guide kinked/twisted due to patient with multiple previous canalization. The hospital did not have an additional cvc kit at that time, instead the guide of an arterial kit was used. When the guide was removed, it was unraveled, (unwired) and a piece of guide remained on the subcutaneous tissue and as consequence, a surgery intervention was necessary. It is reported that the patient is feeling better.